Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber device received in one piece. The fiber device received in one piece; fiber body no defects. During the product analysis, the exposed tip was degraded. The laser fibers are consumable devices and expected to degrade with use. Additionally, there was a distorted light exiting the connector face, indicating a connector fracture and burn marks was also observed. The reported event was not confirmed. The device instructions for use (IFU) indicates that the IFU contains appropriate instructions and warnings for use. Based on the investigation a fracture within the sma connector can occur during procedural handling of the fiber during setup, use or reprocessing, in this case it was during the fibers first use. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The IFU states to carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Additionally, do not bend fiber at sharp angles. If visible light can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. In the event of no output energy fiber connector may be hot to touch. Ensure that the distal end is intact and that the sma connector is clean. Do not use any lighttrail reusable laser fiber with damaged distal end or damaged sma connector. Avoid touching the exposed connector end. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that during the procedure, the fiber could not provide energy after the device was turned up. The procedure was completed with another fiber with no patient complications. Analysis of the returned device identified a fractured fiber connector.